Manufacturer narrative:
The investigation confirmed the presence of a high molecular weight interference in the patient sample causing the high results and the differences between the applications. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6). The patient's sample was provided for investigation.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on two cobas 8000 e 801 modules. The modules serial numbers are (B)(4) and (B)(4). The customer performs stat and routine troponin testing on all troponin orders to detect non reproducible results. The customer reported the stat result of 287 pg/ml outside the laboratory. On (B)(4), the patient¿s stat troponin result was 287 pg/ml. The patient¿s routine troponin result was 435 pg/ml. On (B)(4), the patient¿s stat troponin result was 297 pg/ml. The patient¿s routine troponin result was 425 pg/ml.